Event description:
The customer reported the patient had a tracheostomy tube in place for two weeks. The patient was in the hospital for a non-related incident when it was noticed the tube was not holding air. They did not have a new tube so the patient was re intubated with an old tracheostomy tube the patient had saved. The customer stated they think the leak was in the pilot balloon.